Manufacturer narrative:
Date rec¿d by MFR: 09jul2019. Date of report: 11jul2019. Additional information was received that the ventilator was not in patient use at the time of the reported issue. The technical support representative provided the customer with the part number for the oxygen manifold. The customer replaced the oxygen manifold, and the ventilator successfully passed performance specification testing. The faulty/removed o2 manifold has been discarded so it is not expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report:13dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit's manifold was leaking. It is unknown if the unit was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.